Event description:
The outer sheath of the itrack advance catheter separated from the main device during use. The surgeon performed an unplanned goniotomy to remove the separated material from schlemm's canal. The surgeon invertedly grabbed the iris with the forceps while doing so.